Event description:
It was reported that the 3.5 cm cuff was the incorrect size for the patient. The surgeon implanted a 4.0 cm cuff as a result. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.